Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the devices were successfully implanted a proximal type I endoleak was noted. Three additional devices from another manufacturer were implanted; the endoleak decreased. A slight amount of leak remained, but it was expected to be resolved later. The physician is monitoring the patient. No additional clinical sequelae were noted. The physician commented that although a large-sized device was properly selected and implanted, the patient had short neck and severe tortuosity so that it had insufficient adherence to the vessel wall of greater curvature, which led to occurrence of leak. Then other manufacturer¿s cuff was added and amount of leak decreased. A slight amount of leak remained, but it was expected to resolve later and the patient will be monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (neck length was 6 mm).